Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082805) on 30-jan-2019.this spontaneous case was reported by a consumer and describes the occurrence of adverse event ("many problems") in a female patient who had essure inserted. On (B)(6) 2003, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria hospitalization and intervention required). Essure was removed on (B)(6) 2018. At the time of the report, the adverse event outcome was unknown. The reporter provided no causality assessment for adverse event with essure.incidentno lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.